Event description:
A male patient contacted lifecor customer support to report that his device was not working and he needed assistance with it. Support asked the patient if the monitor would power up or if it was alarming. The patient became very angry and stated that this question was too technical, impossible to answer and needed a representative to be sent to his house immediately to replace the entire system as it was inoperable. An hour later support contacted the patient to state that they still could not find a lifecor patient service representative (psr) to come to his house. Support stated that they would send the replacement equipment. The patient refused stating that the device would be too complicated and impossible for him to put together and that he required a psr to come to his house. Support contacted the patient again to report that they did not find a psr. The patient hung up on support. In 2007, a psr visited the patient. The psr stated that the patient had not taken off the device since may. He had 100% compliance and had never changed his garment or taken a shower since had began wearing the device. Support had the psr download the device, since the patient had not downloaded since he was fitted with the device. After reviewing the download support stated that there were no alarms that occurred during the weekend that the patient called stating that the device was "not working". There were a few "battery pack fault" flags. Patient told psr that on ten days earlier, an arrhythmia alarm occurred and he did not want to touch the device. He hit the monitor five times with his hand until the alarms ceased. The patient was retrained and took a shower while the psr was exchanging the equipment. The psr exchanged all equipment. Support will send a psr every four to six weeks to follow up with the patient during the use of his lifevest.

Manufacturer narrative:
Device manufacture date: monitor - 04/2006; battery pack - 06/2006. Battery pack - 02/2007. Electrode belt - 04/2007. Battery charger - 03/2007. Modem - 06/2006. Device evaluation summary: device evaluations of monitor, both battery packs, electrode belt, battery charger, and modem have been completed. The reported problem was confirmed. Monitor had a computer connector cover that was missing. The battery guide rail was cracked and the speaker was distorted. The monitor still operated normally. It was reconditioned and restocked. The root cause of the damage was probably due to misuse as the patient had not bathed or cared for the system since he had been fitted in may. The cracked battery rail could have been caused from the patient hitting the monitor. The cause of the "battery pack fault" flags was a damaged battery connector on second battery pack. The end cap was broken and connector pins 1 and 2 (ground and battery +) were bent. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The broken end cap was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The broken end cap was repaired. The battery pack was repaired, retested and then restocked. The cause of the "battery pack fault" flags on the other battery pack was due to a broken locking tab and dirt in the connector. The root cause of the damaged locking tab cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The dirt in the connector was likely from the patient's personal hygiene. The batter pack was repaired, retested and then restocked. Modem, electrode belt, and battery charger all functioned normally. They were reconditioned and restocked. The damaged connector and broken end cap on the battery pack was replaced. The damaged locking tab on the other battery pack was replaced. No adverse events resulted from the damaged battery packs. The patient received a replacement system.